Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) . Office notes. Abdominal pain, periumbilical. Previous laparotomy for questionable fat ball around colon, colon was not removed, had appendectomy at that time. History bowel obstruction x 2 surgeries. Abdomen: evidence of incisional ventral hernia around umbilicus. Plan: repair of incisional ventral hernia. Discussed all possible complications including infection, bleeding, rejection of mesh, infection of mesh, recurrence of hernia. He decided to undergo procedure. (B)(6) 2010: (B)(6). Operative report. Procedure: exploration of the wound. Exploratory laparotomy. Lysis of adhesions. Repair of the ventral hernia. Preoperative diagnosis: right inguinal hernia. Postoperative diagnosis: multiple midline ventral hernias. Intraabdominal adhesions of small bowel. Procedure: ¿after the patient was anesthetized, the area was prepped, painted, and draped in the usual fashion. The area was infiltrated using ½% marcaine with epinephrine solution, using about 10 ml of solution. Incision was made through the previous midline scar. Skin and superficial fascia were divided. The bleeders were clamped and cauterized. The fascia was cleared up. There were multiple defects in the midline fascia and there were old sutures in there. These were removed. We opened up all of the defects and combined them into one fascial incision which went through the peritoneum. Following this, the entire hernia sac and the excess scar tissue was excised. There were some multiple bowel adhesions which were carefully lysed without damaging the small intestine. So, we were able to get to the underneath surface of the peritoneum. A 10 x 15 dualmesh was then placed inside the peritoneal cavity and attached to the fascia using tackers and sutures of 0-vicryl and covered up the incision. Following this, this area was irrigated with saline solution. Then, the scar tissue and the fascia on top were closed using 0-pds running sutures. The wound was again irrigated with saline solution. The umbilicus was reattached to the fascia using 3-0 vicryl sutures and a small jackson-pratt drain, 7 mm, was left in the subcutaneous tissue and anchored to the skin using nylon sutures. The skin was closed with skin staples. Dressings were applied. The patient tolerated the procedure well. Sponge count correct. Blood loss minimal. The patient was transferred back to the recovery room in good condition.¿ (B)(6) 2010: [facility ni]. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 6946496. W.l. Gore & associates. The records confirm a gore® (B)(6) ® plus biomaterial (B)(6) was implanted during the procedure. (B)(6) 2010: pathology associates of northern arizona. Forrest ritland, md. Pathology report. Accession #: (B)(6) . Pre-op clinical diagnosis: incisional ventral hernia. Post-op clinical diagnosis: same. Specimen submitted: hernia sac. Gross description: received in formalin labeled ¿molinar, alfredo¿ is a 4.5 x 3.5 x 20. Cm piece of lobulated tan yellow fatty tissue. One surface is partially covered by a 2.5 x 2.0 cm piece of gray tan fibromembranous tissue. No nodule, induration or excrescence is noted. Representative sections are submitted in one cassette. Microscopic description: sections are of hernia membrane, with variable paucicellular collagenous fibrosis and adjacent fat. There is focal mild lymphoplasmacytic inflammation. There is no neoplasm. Diagnosis: ventral hernia, herniorrhaphy: hernia sac with chronic inflammation and cicatrix. (B)(6) 2012: (B)(6). Cb. Office notes. Surgical history: appendectomy 1/07, bowel obstruction (B)(6) . (B)(6) 2012: (B)(6). Office notes. Intermittent rectal bleeding. Colonoscopy noted large internal, external hemorrhoids, seemed to be the cause of bleeding. Hemorrhoidectomy. (B)(6) 2012: (B)(6). Operative report. Procedure: hemorrhoidectomy. Preoperative diagnosis: internal and external hemorrhoids. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure: robotic assisted, laparoscopic repair of recurrent incarcerated incisional hernia with placement of 25 x 14 cm proceed mesh. Complications: none known. Indications: the patient is a 44-year-old male who a number of years ago underwent bowel resection and had a prior incisional hernia repair. They return now for repeat incarcerated recurrent incisional hernia. The patient is counseled on recommendations for robotic assisted laparoscopic repair and informed of risks and benefits. Risks discussed include but are not limited to infection, bleeding, injury to surrounding structures, conversion to open surgery, infection of mesh, recurrence of hernia, and/or need for repeat surgery. The patient was allowed to ask questions, which were answered and consent obtained. Procedure: ¿the patient had sequential compression devices placed, underwent general anesthetic. The abdomen was prepped and draped in the standard sterile fashion. Beginning in the left subcostal margin after confirming oral gastric tube was in place and on suction, veress needle was inserted using a drop test technique. Pneumoperitoneum to 15 mmhg of pressure with co2 insufflation was obtained. 5 mm optical access trocar was placed in the left lateral abdominal wall. Veress needle insertion site inspected. No underlying injury was identified. Veress needle therefore removed. Under direct visualization, two 8 mm trocars were placed in the left lateral abdominal wall and the left epigastric region. Then the abdominal cavity was inspected. The patient was noted to have omental adhesions in the lower abdomen and the left lower quadrant, where prior surgeries had been. Mesh from previous repairs is also identified. It was noted that patient had the lower edge of mesh pulling away from the fascial wall which caused the recurrence of the hernia defect. There was also omentum stuck up within the defect. Using electrocautery as well as blunt dissection and gentle traction, the omentum was able to eventually be freed from the hernia and pulled back down to normal anatomic position. There was no obvious bowel caught within the incarceration. Once all omentum was freed and the anterior abdominal wall was visible, it was noted that the patient had a ¿swiss cheese¿ type appearance to the fascia with multiple small defects at the left side of the previous mesh. At this time, the da vinci robot was brought into position and docked to the trocars. Then, v-lock sutures, 0 sized, were used to primarily repair the defects by approximating the fascial defects under direct robotic vision. Once all defects were closed, the area was measured and found to be 16 cm in length and 4 cm wide. The robotic system was then undocked and pulled back from the patient. Therefore, proceed mesh was obtained. It was cut to 25x14 cm in size. Four stay sutures of 0 gore-tex suture was placed, all at the corners of the mesh. The mesh was marked for appropriate orientation and was then placed within the abdominal cavity and opened up. Then, under laparoscopic visualization, mesh was secured to the anterior abdominal wall using a transfascial technique. All four sutures were pulled up and secured to the fascia under laparoscopic visualization. At this time, absorbable tacker was obtained. It was then used to secure the edges of the mesh every 0.5 to 1 cm along the edges. Once completed, the repair was inspected. It was confirmed that the mesh covered the entire defect by at least 4 cm along all edges. Of note, this also completely covered the previous mesh which had been placed and had pulled away from the lower edge. Therefore, it was felt that an adequate and appropriate coverage of the recurrent defect had been obtained. Therefore, abdominal cavity was inspected. Hemostasis confirmed. Pneumoperitoneum and trocars were all removed. The wound was infiltrated with 0.5% marcaine with epinephrine. Skin edges were reapproximated with subcuticular 4-0 monocryl. Dressings were applied. The patient was awakened, extubated and taken to the recovery room in stable condition.¿ (B)(6) 2016: (B)(6). Implant sticker. Proceed surgical mesh. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 6946496. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent unknown type ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional revision procedure occurred. It was reported the patient alleges the following injuries: mesh pulled away fascia wall requiring surgery on (B)(6) 2016. Additional event specific information was not provided.